Event description:
It was reported that the packaging seals were misaligned affecting sterility of product with a bd safetyglide¿ needle. The following information was provided by the initial reporter: several instances of badly sealed packaging housing the needles. Misaligned top and bottom plastic sections sometimes give rise to holes within the seal thus compromising sterility of needle. Additional information received 2019-12-08 from customer: the following questions are pertaining to open seal defect only. What was the total ordered quantity for batch #9170948 (p/n 305917)? Need response please 332,500 needles received. Were defects found during incoming inspection or during processing? Found during packing process. Was incoming inspection performed? If so, how many pieces from how many cartons (50 needles) were inspected and were any open seal packages found? No incoming inspection performed. These defects were identified during secondary packing. How many total pieces were inspected in how many shelf cartons (50ea) in how many cases (10 cartons 500ea)? 7,254 finish packs (14,508 needles) this answer indicates each pack contains 2 needles. What type of packs are you referring to? Which packs were inspected? Each finished pack has 2 needles. The packed order of 7,254 finished packs were inspected after the defect was identified, therefore 14,508 needles have been inspected for open seal defect. How many total pieces with this defect were found? 20 to 30 (not sorted by pf, not all will be defect operators over cautious during inspection) were all defective pieces found in one shelf carton (50ea) or multiple cartons? Multiple cartons was there any visible damage to either the case or the shelf carton itself in which the defective pieces were found? No damage to cartons reported. Please return all defective pieces along with the original shelf cartons they were found in for investigation. Can you confirm if these have been returned, tracking number etc? Samples sent today tracking number to be provided.

Manufacturer narrative:
Investigation: photo evaluation eight photos were received and visually evaluated. The photos depicted an outside of a case carton, two pairs of two packages in a strip configuration and a single package, all confirmed to be from batch #9170948 (p/n 305917). One pair of two packages had product inside one of its blisters without a shield, exposing the needle cannula. The rest of the package appeared to be fully sealed. One pair of two packages depicted deformities or possible damage to the top web of at least one of the two packages in the pair. The deformation of the top web was observed along the long side of the blister close to the peel tab end. The top web appeared to have been pulled from the long edge of the seal area. In that location open seal could be seen. A possible top web puncture was also observed on the long side opposite the open seal of the same package. There appear to be pressure marks on the top web between the two long sides. The second connected package on the other side also appeared to have some top web deformities in a form of minor folding. However, no open seal could be observed in that package from the photo. - one single package was depicted from the bottom web side. It was observed to have wrinkled bottom web around the product¿s hub area, near the peel tab side. Sample evaluation: 19 sealed packaged safetyglide needles were received, confirmed to be from batch #9170948 (p/n 305917). They were visually evaluated. - 5 packages, all from cavity 40, were observed to have the needle positioned and sealed sideways inside the bottom web pocket. The bottom and top webs were distorted around the needle¿s position in each of these samples, creating incomplete seal. Edges of the needle in the packages were observed to have punctured parts of the bottom web as well. In addition, 2 of these packages were received connected to cavity 39 packages. The web distortion in cavity 40 packages appeared to extend to cavity 39 packages, creating channels in the seal. - 10 packages were received from different cavities and not connected to any other packages. They were from cavities 05, 06, 08, 18, 20, 23, 38 and 40. All packages had correct needle placement inside the bottom web and appeared to be fully sealed. However, 9 out of the 10 packages appeared to have shallow bottom web pockets, some smaller than others. The web stretched around the product inside, but no open seal was formed. 1 out of the 12 packages appeared to have normal web pocket but was found to have loose foreign matter particles outside the fluid path in the package, with one particle slightly larger than level 3 in size ¿ a rejectable condition per product specification. - 2 packages connected to each other as part of a strip were received separately from the above. One package had needle with no shield inside the fully sealed package. Potential root cause for open seal defect is associated with insufficient vacuum to make proper form pockets in the bottom web material. This was likely due to: (1) malfunctioning gauge. (2) lack of control in place to detect and stop machine for insufficient vacuum. Potential root cause for missing shield defect is associated with defective components from vendor. For missing shield defect: (1) vendor was notified of the defective batch of product at the time the issue occurred during the manufacture of batch 9170948 (p/n 305917). Line was cleared of all defective components and product was requalified per applicable aql. It is possible a limited number of pieces escaped detection. Automated controls are in place to detect and reject missing shield condition. In addition, there are hourly inspections which include inspection for this defect to ensure containment of defect and quality of the final product. The aql for missing component is 0.15%. Defective rate identified is 1 out of batch size 446,500, which is 0.0002%. Batches 9170947 and 9170948, both p/n 305917, are considered in compliance with our product specification requirements. DHR was performed: all visual inspections were performed as per requirement. A quality notification was issued for missing shields during the manufacture of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging seals were misaligned affecting sterility of product with a bd safetyglide¿ needle. The following information was provided by the initial reporter: several instances of badly sealed packaging housing the needles. Misaligned top and bottom plastic sections sometimes give rise to holes within the seal thus compromising sterility of needle. Additional information received 2019-12-08 from customer: the following questions are pertaining to open seal defect only. What was the total ordered quantity for batch #9170948 (p/n 305917)? Need response please 332,500 needles received. Were defects found during incoming inspection or during processing? Found during packing process. Was incoming inspection performed? If so, how many pieces from how many cartons (50 needles) were inspected and were any open seal packages found? No incoming inspection performed. These defects were identified during secondary packing. How many total pieces were inspected in how many shelf cartons (50ea) in how many cases (10 cartons 500ea)? 7,254 finish packs (14,508 needles) this answer indicates each pack contains 2 needles. What type of packs are you referring to? Which packs were inspected? Each finished pack has 2 needles. The packed order of 7,254 finished packs were inspected after the defect was identified; therefore, 14,508 needles have been inspected for open seal defect. How many total pieces with this defect were found? 20 to 30 (not sorted by pf, not all will be defect operators over cautious during inspection). Were all defective pieces found in one shelf carton (50ea) or multiple cartons? Multiple cartons. Was there any visible damage to either the case or the shelf carton itself in which the defective pieces were found? No damage to cartons reported. Please return all defective pieces along with the original shelf cartons they were found in for investigation. Can you confirm if these have been returned, tracking number etc? Samples sent today tracking number to be provided.